Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio; therefore parts and service are no longer available.  Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on, even with a new battery installed. There was no patient use associated with the reported event.